Manufacturer narrative:
(B)(4). Medical product: distal femoral xt component size b: catalog#00585004201, lot#65802262; unknown femoral stem extension: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2024-00398; 0001822565-2024-00403. Customer has indicated that the product will not be returned to zimmer biomet for evaluation per hospital policy. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery as the femoral component had disassociated from the femoral stem. The rotation tabs on the femoral component were also found to be fractured. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: distal femoral xt component size b: catalog # 00585004201, lot # 65802262; fluted stem extension straight precoat 9 mm diameter 130 mm length: catalog # 00585205009, lot # 65185229; stem collar 30 mm: catalog # 00585204030, lot # 65271410; size 3 precoat cemented tibial component: catalog # 00588000300, lot # 64981949; trabecular metal tibial half block augment tapered left lateral: catalog # 00544800340, lot # 65059447; trabecular metal tibial half block augment tapered left medial: catalog # 00544800330, lot # 64149199; 11mm diameter 100mm length straight stem extension combined length 145mm: catalog # 00598801011, lot # 64796913; articular surface with segmental hinge post size b 26 mm height: catalog # 00585002026, lot # 63530804. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left total knee arthroplasty. Subsequently, three months post-implantation, the patient tried to get up and felt the knee break. The patient underwent revision surgery and it was revealed that the femoral component had fractured and disassociated from the femoral stem. The distal femoral component, poly box and articular surface were replaced without reported complication. Due diligence is complete as multiple attempts have been made however all available information has been reported.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. The patient complications are unrelated to the previously reported device as the polyethylene insert did not contribute to the fractured and disassociated femoral component and stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. Upon receipt of additional information, this device was determined to be not reportable. The patient complications are unrelated to the previously reported device as the polyethylene insert did not contribute to the fractured and disassociated femoral component and stem. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.